Manufacturer narrative:
The subject device was received at regional repair center olympus france (rrc-ofr) and evaluation has started and still in progress. The final evaluation results has not yet been finalized . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "angulation locking malfunction," found during device reprocessing. There is no patient involvement on this reported event. No user injury was reported. Device inspection of the return device found deterioration, breakage, peeling of the adhesive of the distal end (objective lens/lg lens).

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in july 2022. A definitive root cause of the defects could not be confirmed; however, the objective lens glue peeling off was likely caused by chemical stress due to sterilization with chemicals and/or sterrad system and the bending section cover adhesive partially missing was likely caused by physical stress from outside of the device including the tip of the bending section cover adhesive being caught during withdrawal of the trocar and the insertion section hitting the sink during reprocessing. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.